Event description:
It was reported intraoperatively, the pt experienced no stimulation and high impedance readings of >10000 ohms on 4-7 contacts during device replacement. Normal impedance and good stimulation was noted on the other side (0-3 contacts). The pt reported a fall before the device replacement. The device was depleted so impedances could not be run before surgery. The hcp switched ports for the extensions and high impedance moved with extension to the new port. The hcp planned to take x-rays to help determine if it was an extension or lead problem. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)